Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was submitted. The pump was not returned for investigation. The root cause of the access site bleeding issue was most likely [low/high] patient activated clotting time values. The bleed was treated by turning off the heparin as per the clinical description. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 added code 925 as it was inadvertently left off the previously submitted manufacture device report. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted report incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 23-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as the patient was decompensating on intra-aortic balloon pump. On day four of the support, there was an access site bleed and small hematoma was also noted. The bleed was treated by turning off the heparin. The axillary site had an ultrasound performed. The hematoma was not further treated, but the team watched and questions if due to right internal jugular access for an impella rp or impella5.5 site as both access sites were in right torso. The patient was successfully bridged to heart transplant.